Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Product was visually examined. There does not appear to be any damage to the device or the nitinol kite. The product was then functionally tested. The device was quickly able function as intended by exerting force and rapidly turning the wheel. No issues were found with the instrument. Based on this, the complaint is unconfirmed. DHR was reviewed and no discrepancies were found. Root cause could not be determined as no problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During the procedure, the surgeon attempted to turn the thumb wheel to extend the wire, but the wire was stuck within the device. The surgery was completed successfully with a second device.